Event description:
This patient presented to emergency room with near-syncope symptoms while driving earlier in the day. No noise, oversensing or impedance changes were observed with arm movement testing. Data from this pacemaker device was checked and the right ventricular (rv) pace impedance measurements were noted to be stable and within normal specification limits at approximately 644 ohms on multiple readings. The rv threshold was noted to be variable from approximately 1.2 volts at 0.4 milliseconds to 2.7 volts at 0.4 milliseconds with a programmed rv output of 2.5 volts at 0.4 milliseconds. The cause of the variable threshold measurements is unknown but the patients symptoms are believed to be due to intermittent loss of capture caused by a programmed rv output less than the patients threshold. In response, the boston scientific representative increased the rv output to 5 volts at 0.4 millisecond and indicated they would discuss the threshold issue with the patients following cardiologist. The device remains in-service. No additional adverse patient effects were reported.